Event description:
Reporter alleged the blood glucose monitoring device was reading higher the day of alleged incident and overdosed on insulin based on the result. Reporter stated device was 180 mg/dl and customer took 40 units of an insulin pen provided by her doctor. Reporter stated passing out and emergency medical technicians (emts) were called where their result was 54 mg/dl. Reporter indicated being taken to the hospital, given dietary adjustments, and kept for observation for 5-6 hours. Reporter stated no controls were used and a request was made for the return of the suspect device and replacement product was sent.